Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided in sections b1, b2, b5, h1, and h6.

Event description:
Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The team attempted to deliver but were unable to get beyond the iliac. The patient had repeated episodes of ventricular fibrillation and expired in the ccl. No allegation made that impella use caused/contributed to the death.

Manufacturer narrative:
The investigation into the delivery issues has been completed since the original report was filed. The device was not returned. The root cause of the delivery issue was most likely patient condition related, as the impella was unable to pass through the vasculature due to stenosis as per the clinical description provided.